Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of safety mechanism failure was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope.

Event description:
It was reported that we had a midline kit over the weekend have a safety needle issue. After insertion the green end on the safety needle does not cap. It just slides off instead of protecting tip from potential needle stick injury to inserter. There was no harm or injury to patient or inserter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.